Event description:
Information was received indicating that this smiths medical cadd solis vip pump had "bad speaker". No patient injury reported.

Manufacturer narrative:
Other text: b5: additional information received via email on 28-nov-2021: these issues arose during testing, no patients were involved. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated. The defective piezo was replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.